Event description:
During an aneurysm coiling procedure, while delivering the second coil (x-5-15-t10-md), it was reported the coil was detached in the catheter and approximately 1cm of the coil protruded into the parent vessel. There was no patient injury reported.

Manufacturer narrative:
Only the push wire was returned for evaluation. The detachment zone was measured and was within specification. No other anomalies were observed.